Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. Attempts to gather additional information have been unsuccessful. (B)(4).

Event description:
An optometrist reported multiple patients with complaints of inadequate reading vision following intraocular lens (iol) implant procedures. The patients also complained of aberrationsin vision while driving at night. The doctor reported that the benefits of corrective lenses is restricted due to the optics passing through the lens.